Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient received an inappropriate shock due to noise involving this subcutaneous implantable cardioverter defibrillator (s-ICD). A possible electrode fracture was suspected and a fluctuation in impedance measurements was noted. The patient was admitted to the hospital and x-rays will be performed. Manipulation testing was done and it was not possible to induce any noise. The device was programmed to off since the patient received an inappropriate shock and continued to be monitored with a possible procedure planned. The device was subsequently explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was explanted and will be return. Upon return and analysis completion this investigation will be updated.

Event description:
It was reported that this patient received an inappropriate shock due to noise involving this subcutaneous implantable cardioverter defibrillator (s-ICD). A possible electrode fracture was suspected and a fluctuation in impedance measurements was noted. The patient was admitted to the hospital and x-rays will be performed. Manipulation testing was done and it was not possible to induce any noise. The device was programmed to off since the patient received an inappropriate shock and continued to be monitored with a possible procedure planned. The device was subsequently explanted and will be returned. No additional adverse patient effects were reported.